Event description:
Customer reported via phone call that they had experienced high blood glucose levels. Blood glucose level was ranging from 300 mg/dl to 400 mg/dl. The current blood glucose level was 227 mg/dl. Customer was treated with manual injections, insulin pump. Customer had been using insulin pump within 48 hours of reported event. Customer stated that there were air bubbles, performed fill tubing and insulin exited. The troubleshooting was performed for high blood glucose level. The customer will discontinue the use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.